Event description:
It was reported the pt that had an adjustable band implanted four yrs ago in another country. The pt presented with complaint of no weight loss. The pt was scoped and it was determined that 40% of the band was eroded into the stomach and parts of the tubing were eroded into the duodenum. In addition, there was a boil near the port and the tubing was black and discolored. The pt reported that the fills had been done by a relative. The band remains implanted and the surgeon has referred the pt to another surgeon for consultation and removal.

Manufacturer narrative:
Date sent: 12/16/2008.info is unavailable; device was not returned for eval.